Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced cable harness (part number c64906), sample syringe (part number zm011100) and r1 probe wash valve (part number mu7996) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au680 clinical chemistry analyzer generated negative (false low) patient results for albumin, total bilirubin and total protein results. The results were not released from the laboratory. There was no change in patient treatment in association with this event.